Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. The user did not provide the amount of insulin in the cartridge at the time of the alarm. However, the user stated that it was the normal time to change the cartridge. The user's blood glucose level was 115 mg/dl. The user changed the supplies and resumed insulin delivery.